Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause is inaccurate reference.

Event description:
Customer complains of erratic results. The customer's mother is calling on behalf of the customer. Customer's mother states her daughter feels well and requires no medical attention. The customer's expected blood results are 90-112mg/dl fasting. Verified the strips expired 8/13/2016. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 150mg/dl and 120mg/dl fasting. Reviewed meter memory: 1:353mg/dl (B)(6) 2015 06:48:00 pm fasting:yes. 2:118mg/dl (B)(6) 2015 06:50:00 pm fasting:yes. 3:94mg/dl (B)(6) 2015 06:07:00 pm fasting:yes. 4:86mg/dl (B)(6) 2015 10:46:00 am fasting:yes. 5:102mg/dl (B)(6) 2015 10:50:00 am fasting:yes. Memory concerns:the customer is concerned about these two results: 353 mg/dl on (B)(6) 2015 at 06:48 pm and 118 mg/dl on (B)(6) 2015 at 06:50 pm.